Event description:
The customer reported via phone call that the insulin pump would not accept her input. The customer stated that she changed the battery twice, and the insulin pump became stuck in the time setting screen. The customer reported that she may have seen a button error alarm, but was unsure and could not access the device's history. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 76 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.